Event description:
Baxter (B)(4) received a report that an infusor had no flow before patient use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual physical sample was not returned for evaluation; however, baxter did receive a photograph of the device. The photo was evaluated, but did not show evidence of a no flow/non delivery and functional testing could not be performed. Therefore the reported condition could not be confirmed via photograph evaluation and the root cause could not be determined. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.